Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving an alarm on their insulin pump. The customer reported that the drive support cap was protruded. The customer stated that the insulin pump was not dropped. The blood glucose was 200 mg/dl. The medtronic representative advised the customer to discontinue the use of the insulin pump. No further information was provided.